Event description:
It was reported that the patient's blood glucose level reached 14 mmol/l (252 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. Additionally, the overall length of the soft cannula measured out to be 1.081", which is out of specification. During investigation, the damage observed on the exposed portion of the soft cannula did not prevent fluid from flowing through the fluid path and leaving it via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls that would indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or abnormalities were observed that would affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.